Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
We received a user report via notification from the department of health and human services. The user report stated the following: it was reported via FDA medwatch program that the insulin pump had a stuck button alarm and keypad was unresponsive. Blood glucose level at the time of the incident was not provided. The insulin pump was not returned for analysis.